Event description:
It was reported that the promus rx was unable to cross the lesion in the circumflex artery and when observed, had flared struts. The flared struts may have been damaged during removal from the guiding catheter. Another promus stent delivery system was used to complete the procedure. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: tazuna 2.0 x15. Guide wire: runthrough, sion blue. Guide cath: mach 1 cls 3.5 6f. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Return of the promus sds and guiding catheter used may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was mildly calcified, which likely contributed to the failure to advance and subsequent damage to the stent, as there was no damage noted to the stent prior to use. It is likely that the stent caught on the tip of the guiding catheter, further damaging the struts, contributing to the difficulty removing the sds through the guiding catheter. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. In this case, the reported failure to advance, stent damage, and difficulty removing the sds from the guiding catheter appear to be related to the operational context of the procedure.